Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
The patient was revised because of infection. (B)(6) 2012 - litigation papers were received. The complaint was reopened to reverse the MDR decision. Litigation papers allege the patient suffered acetabular cup detachment, disconnection, creation of metallic debris and/or loosening, pain, inhibition of the ability o walk, unnecessary and additional surgery and/or other injuries presently undiagnosed.